Manufacturer narrative:
Before undergoing the procedure, patients will have to go through a screening process followed by pre-operative counseling, and that all of the possible benefits, risks, complications, and alternatives, including no surgery, will be discussed in advance of the surgery. As part of the informed consent process, the patient signed off on various risks and complications one-by-one. The relevant ones include: "moderate to severe scar tissue formation". "Penile shortening and/or possible penile/implant misalignment". "Penile deformity". "Any deviation from the post-operative instructions will likely result in additional complications and risks, which may require additional treatment, including potential surgery." Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, lists penile contracture, scar formation, and penile curvature as anticipated adverse events. The patient was implanted with a penuma device on (B)(6) 2021. The procedure was successfully completed with no complications. The patient contacted his penuma physician on (B)(6) 2022. The patient stated that he was unhappy with the cosmetic outcome of the procedure, and that he was experiencing swelling and pain. The patient also stated he was often masturbating vigorously. The penuma physician stated his implant is likely in danger and he likely ripped his skin during the vigorous masturbation. The patient stated he had the penuma device removed on (B)(6) 2022; this removal was completed by a physician outside of the penuma network. The penuma implant is intended to be removed by a penuma physician. Additional complications can arise when removal is facilitated by a physician outside the penuma physician network. Physicians that are untrained in penuma insertion and/or removal may deploy surgical techniques, pre-operative guidelines, post-operative guidelines, and other clinic/surgical approaches that are inconsistent with the prevailing standard of care, thus potentially causing additional complications.

Event description:
Events were discovered when lawsuit "john doe 8 plaintiff vs international medical devices. Et al" was provided to the quality team. The lawsuit claims that this patient had complications as a result of receiving a penuma implant. This patient was implanted with the penuma implant on (B)(6) 2021. The patient had the implant removed on (B)(6) 2022. The patient states that after the removal he suffers from extensive scar tissue, penile curvature, and penile shortening. The international medical devices team believes it has likely identified the patient due to the implantation date and correspondence with the clinic; however, counsel for the patient has not yet revealed the patient's identity.

Manufacturer narrative:
As part of the informed consent process, the patient signed off on various risks and complications one-by-one, including: "extended penile or scrotal pain and discomfort." Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, and the instructions for use, which were reviewed as part of the 510(k) process, lists pain as an anticipated adverse event and implant extrusion/perforation as anticipated device deficiency. Pain is a common and anticipated event in any surgical procedure. The root cause of this investigation remained known inherent risk of the device and improper removal. A review of the batch record was previously performed, and the device was manufactured to specification with no deviations. UDI related data quality updates only: the manufacturing date is not included in the label as pi. The brand name, model #, and UDI were corrected.

Event description:
This complaint is being opened related to a lawsuit, case no. (B)(4), however, this is a follow-up to a previously submitted 3010606546-2023-00013. The lawsuit reports that the patient experienced pain, protrusion, and a painful revision surgery.